Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user noticed an increase in air bubbles coming from the cartridge and remaining in the luer lock. The user's blood glucose (bg) level ranged from 250 mg/dl to 370 mg/dl with trace ketones. The user addressed bg level with manual injections. The user primed the tubing to remove air bubbles. Reportedly, the user reverted to manual injections.